Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l2-5 using interbody cages packed with rhbmp-2/acs. Strips of bmp were layered in the gutters in a posterolateral fusion at the same levels. Sometime postop, the patient experienced personal injuries, including pain, ectopic bone growth, inflammatory reaction, non-union, neuro deficit, nerve injury, neurological injury.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.